Event description:
The metal tip of the device broke off on the field. Or time was extended 30 minutes while they searched the patient cavity. Used another for completion of procedure. No injury reported. Procedure: lsh hysterectomy.